Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the device is cut at 130.5 cm from the proximal section. Both sections (proximal and distal) were returned. Kinks were found in both sections. Overall length could not be measured due to the device condition (wire cut in the middle). The outside diameter (od) of distal tip, the od of distal end near to the cut section, the od of middle of the device, and the od of the proximal section were all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-00605. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.25mm rotaburr and 330cm rotawire were selected to treat the target lesion. During procedure, when the device was delivered to the lesion the burr was unable to advance any further. It was noted that the burr and the wire were stuck. The physician removed the rotaburr and rotawire together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4) age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-00605. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.25mm rotaburr and 330cm rotawire were selected to treat the target lesion. During procedure, when the device was delivered to the lesion the burr was unable to advance any further. It was noted that the burr and the wire were stuck. The physician removed the rotaburr and rotawire together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.